Event description:
A home patient (hp) contacted baxter's technical service center regarding a user error that occurred during initial drain while using the homechoice (hc) system. The hp indicated that he had connected after the initial drain was started and that there were air bubbles in the line. Drain volume = 84ml. The technical service representative (tsr) assisted the hp to end therapy and start over with new supplies. Tsr advised the hp to contact the nurse regarding this user error and possible exposure to non-sterile air. Per the home pt, there was no pt injury or medical intervention associated with this incident.